Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report was received from (B)(6) stating that the device had broken during surgery. The device broke while making the burr hole. No injuries were reported to have occurred, however, it is unk if medical intervention occurred. The date of the event is unk. There was no additional info provided.